Event description:
It was reported that the handpiece began leaking an oil substance at the end and bottom of the device during the cleaning process before sterilization. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no substance found on or within the device. The design of the device is such that if fluid were to enter the device it is to be drained by holding the device upright allowing the cleaning solution and water to drain from the drain holes in the base of the handle. A possible failure to have caused what the customer experienced may be due to incorrect cleaning practices; however, this cannot be confirmed.